Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified and mildly tortuous left anterior descending artery. An 2.75 mm x 8 mm nc emerge balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured at 14 atm. The physician was able to completely removed the device out of the patients body. The procedure was completed with another of the same device. No patient complications were reported.